Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure approximately six months ago. The system was powered off, but the ipg was not put into surgery mode. Since the procedure, the ipg will not communicate with external devices. Troubleshooting was unsuccessful. As a result, the patient may be awaiting surgical intervention.